Event description:
The surgeon requested to evaluate the wear status of the removed insert.

Event description:
Update (B)(4) 2013: lot number provided; patient demographics added.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices by depuy commercialized product development finds discoloration/yellowing of the poly was noted on the anterio-medial edge. This discolored area was slightly swelled compared to the surrounding material. Heavy pitting was noted on both the articular surfaces and the inferior surface. Rotational grooves were noted both on the inferior surface as well as the tapered cone surface. Two indentions were noted on the inferior edge of the anterio-lateral surface. Two x-ray images were provided (one m/l and one a/p image). No dates are shown on the x-ray images. Product codes and lot numbers were provided. Patient bmi is reported at (B)(6). The m/l image shows an area of lower radiographic density between the anterior flange of the femoral component and as well as between the posterior condyle and bone. This may suggest that implant is not well fixed to the bone in these areas. The a/p image shows even joint spacing when comparing the medial and lateral condyles. The a/p image also shows the medial femoral bone protruding well past the implant and the lateral anterior flange overhanging the lateral bone, suggesting that the femoral may be placed too far laterally. The cause of the reported loosening cannot be definitively determined. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
This complaint is still under investigation.